Event description:
It was reported that the procedure was to treat the fibrotic mid left anterior descending (lad) coronary artery with 80% stenosis and mild calcification. Pre-dilatation was performed with 2.75 x8 mm and 2.75x12 mm balloons at 10 atmospheres. The 2.75x33 mm xience alpine stent was implanted and during a check shot, a dissection at the distal end was noted. A 2.75x8 mm drug eluting stent was used to treat the dissection. There were no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.